Event description:
The vessel sealer extend device used during the robotic procedure did not work. Robotic displayed on screen "blade may still be out" with a yellow exclamation point. Re-seating of the instrument was attempted. Another instrument was used and fired properly. No harm to the patient.